Event description:
It was reported that the ventricular lead could not be inserted into the header of pulse generator. After applying silicone oil, the lead could be inserted into the header.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.